Event description:
Reportedly, a warning message concerning shock overload is displayed.

Manufacturer narrative:
Please refer to the attached report analysis of provided data revealed : on may and june 2024, according to the current programming, several ventricular fibrillations were detected, and 5 shocks were delivered. The capacitors were correctly charged, but shocks could not be delivered (0j delivered) or partially delivered due the detection of an overload. According to all above elements, the defibrillation system integrity cannot be guaranteed, a re-intervention should be considered as soon as possible to check the system integrity. Review of manufacturing records revealed that the devices were manufactured and released accordingly to all applicable procedures.

Manufacturer narrative:
UDI number (d4) corrected please refer to the attached report analysis of provided data revealed: in may and june 2024, according to the current programming, several ventricular fibrillations were detected, and 5 shocks were delivered. The capacitors were correctly charged, but shocks could not be delivered (0j delivered) or partially delivered due the detection of an overload. According to all above elements, the defibrillation system integrity cannot be guaranteed, a re-intervention should be considered as soon as possible to check the system integrity. The root cause could not be identified, as the device was not explanted and not returned for expertise, no further analysis could be performed.

Event description:
Reportedly, a warning message concerning shock overload is displayed.